Event description:
It was reported that the valvuloplasty balloon would not hold pressure at 3atm during the second inflation and fluid exited from the hub. There was no reported retraction difficulty through the sheath. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. This is the only event reported to date for this lot number and failure mode. The investigation is confirmed for a hub leak, as water leaked through the guidewire luer portion of the hub while attempting to inflate the balloon. It was identified that the hub leak was due to the polyimide shaft not being connected to the bushing inside the guidewire portion of the hub. This is a manufacturing defect, as the polyimide shaft is to be adhered to the bushing using a small bead of adhesive. Retraining was performed for all operators at (B)(4). A labeling review of the IFU (instructions for use) was performed and this failure mode is adequately identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.